Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed pressure transducer test and flow transducer test during pre-use check. Identification of issue has been done by analyzing problem description and service report. According to the information provided by the technician, both pressure transducers and expiratory channel printed circuit boards (pcb) were defective and the parts have been replaced. The device logs and defective parts were not available for further analyze. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref #: (B)(4).